Event description:
The microintroducer dilator broke when pulled out of patient. Item had to be retrieved from patient.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.